Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user applied anti-fungal cream (name unk) to treat affected site. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. (B)(4).

Event description:
End-user reports red itchy areas that looks like spots beneath tape border, for 3 weeks.